Event description:
It was reported that an arteriotomy closure of common femoral artery was attempted using a proglide device after an intervention procedure. Reportedly, after suture deployment and the needle plunger was retracted a cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the needle did not engage the posterior cuff and the cuff did not eject from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger and the link detached from the anterior cuff. The returned posterior needle tip was examined and there was no damage detected to indicate the needle engaged with or detached from the cuff during deployment. This finding indicates the needle was deflected away from the needle tip and the posterior needle tip did not engage with the cuff, resulting in the suture not being harvested during deployment. To assure that all products perform according to specifications they are subject to inspection during manufacturing. The needle trajectory of each device is inspected during manufacturing and each finished goods lot is inspected by sampling. The analysis of the returned components found no indication of a product quality problem that would contribute to the reported cuff miss. The link assembly of each device is inspected and a quality control audit inspection is performed to verify product quality. In this case the link detachment was influenced by the cuff miss. Based on the analysis, inspection criteria and the reported information, the cause of the needle to cuff miss appears to be related to the operational influences during use and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.a follow-up report will be submitted with all additional, relevant information.